Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿before infusion the button interface is damaged¿ was confirmed. The probable cause was damaged keypad pca dose button. The keypad was replaced and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿before infusion the button interface is damaged¿; during device evaluation the complaint was confirmed due damaged keypad pca dose button. There was no patient involvement.